Manufacturer narrative:
(B)(4). The device involved in this complaint has been received for evaluation. However the evaluation of said device is still in progress at the time of this report. The device history record (DHR) of batch number 74m1700486 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges the device failed pre use safety check because of a leak. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). One unit of catalog number 1613 (ventilator tubing set, long length) was received for analysis. The sample was not received in the original packaging. It was also noticed that some of the components were missing. A filter was also received with sample but it is not part of the circuit. Functional leak testing was performed and the sample failed. The sample was then submerged in water and leaks were detected. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the device failed pre use safety check because of a leak. There was no patient involvement reported.